Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No leaks were identified. The pump failed functional test and during microscope examination it was noted that the pump deflation spring was misaligned. The cylinders were microscopically inspected and tested for leaks. No leaks were identified. Microscope examination revealed that the cylinder 1 had buckling and a hole in the outer tube, while cylinder 2 had also buckling in the middle and proximal end of its body. The reservoir was microscopically inspected and tested for leaks. No damage or abnormality was noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the failed pump functional test identified could have caused or contributed to the device being removed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) had the momentary squeeze pump returned without initial reporter and any performance allegation information. Analysis of the returned device identified that the pump deflation spring was misaligned, and, in addition, the component failed functional testing.